Event description:
It was reported that during a shoulder procedure using a speedscrew 5.5 implant with inserter handle, the implant broke off upon insertion into the bone. The broken part was abandoned in the bone and the procedure was completed by drilling a new bone hole and using a backup implant. There were no significant delays or pt complications reported as a result of this event.